Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a routine generator change procedure, high out of range shock impedances were observed on the right ventricular (rv) lead when connected to the new implantable cardioverter defibrillator (ICD) device. Technical services (ts) recommended for a defibrillation threshold (dft) test to be performed. The physician was able to successfully reprogram the settings successfully resolving the shock impedance issues. At this time the ICD and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that during a routine generator change procedure, high out of range shock impedances were observed on the right ventricular (rv) lead when connected to the new implantable cardioverter defibrillator (ICD) device. Technical services (ts) recommended for a defibrillation threshold (dft) test to be performed. The physician was able to successfully reprogram the settings successfully resolving the shock impedance issues. At this time the ICD and rv lead remain in service. No adverse patient effects were reported. Subsequent additional information was reported that the patient with this implantable cardioverter defibrillator (ICD) system underwent a replacement procedure, where this ICD device was explanted and right ventricular (rv) lead was surgically abandoned and replaced with a new system. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.